Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow up, it was noted that the right ventricular (rv) sensing value had decreased. Other electrical values were normal. No intervention was performed. The patient was in stable condition.